Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a bipap auto biflex unit. The patient alleged that her throat is dry and she has sore throat and suspected that this incident is associated with the usage of the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the device is quite noisy during operation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information from hong kong in relation to a bipap auto biflex unit. The patient alleged that her throat is dry and she has sore throat and suspected that this incident is associated with the usage of the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the device is quite noisy during operation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report, these sections: describe event or problem (b5), and reporter country have been updated.

Event description:
The manufacturer received information from hong kong in relation to a bipap auto biflex unit. The patient alleged that her throat is dry and she has sore throat and suspected that this incident is associated with the usage of the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the device is quite noisy during operation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.